Event description:
It was reported that, during the implant procedure of this right ventricular lead, undersensing, noise, oversensing and pacing inhibition were observed. The connector tool was changed, and this resolved the issue. The procedure was completed, and this lead remains in service. No adverse patient effects were reported.